Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The conductor coils were damaged, and there was blood/body fluid noted in the lumen. This lv lead passed the continuity test with manipulation. The initial allegation of fracture could not be confirmed through analysis.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, this left ventricular (lv) lead was correctly positioned, and all measurements were normal and within range. The catheter was then removed, and measurements were again taken. This time the pacing impedance was high out of range, and there was an increase in pacing threshold and sensing measurements. It was suspected this lv lead dislodged. The decision was made to reposition this lv lead, however, upon removal of the lead a conductor fracture was observed. A new lv lead was implanted, and this lv lead will be returned for laboratory analysis. There were no adverse patient effects reported.